Event description:
A customer contacted beckman coulter inc, (bci), regarding an erroneously troponin (accu tni) result that was generated by the unicel dxl 800 access immunoassay system. A patient sample was tested for accu tni and a result of 2.3ng/ml was obtained. The result was reported out of the lab and questioned. The original sample was re-tested on the same day, and the repeated result was 0.07ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications in 2007. System checks performed two months in 2007 met specifications. The specimen was collected into a bd, lithium heparin tube and was run through the automation line. The sample was not re-centrifuged prior to repeat testing. A field service engineer (fse) was dispatched to the customer's lab: the fse performed diagnostic testing and verified the instrument per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.